Event description:
A customer reported a malfunction on their pump, specifically noting an error identified as malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information, but after attempting a reset, the pump would not turn back on. Further guidance was given from technical support to help address the issue.